Event description:
The manufacturer received information alleging the display screen was mis-aligned on the device. The device was replaced with another same device at the customer site. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed by an operational checking performed. The device's software was upgraded to address the issue.